Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received indicating that, the patient was recovered.

Manufacturer narrative:
Additional information provided in h.6. And h.11. The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. Clinical information review: there was corneal edema in relation to a probable episode of collapses, excessive parameters (90 percent torsional phacoemulsification) and incorrect balanced needle for medium-low hardness cataracts. This issue took several weeks to heal. Questionnaire states that the main surgeon attributes the event to ¿introducing more viscoelastic after hydrodisection (out of caution to protect the endothelium due to the edema that my colleagues were reporting). The surgeon then ¿realized that this viscoelastic produces temporary occlusion within the tip and greatly increases its temperature.¿ additional related information but none was provided. The corneal endothelium is a single layer of cells on the inner surface of the cornea. It faces the chamber formed between the cornea and the iris. The corneal endothelium are specialized, flattened, mitochondria-rich cells that line the posterior surface of the cornea and face the anterior chamber of the eye. The corneal endothelium governs fluid and solute transport across the posterior surface of the cornea and maintains the cornea in the slightly dehydrated state that is required for optical transparency. The corneal endothelium then transports water from the stromal-facing surface to the aqueous-facing surface by an interrelated series of active and passive ion exchangers. Corneal endothelial cells are post-mitotic and divide rarely, if at all, in the post-natal human cornea. Wounding of the corneal endothelium, as from trauma or other insults, prompts healing of the endothelial monolayer by sliding and enlargement of adjacent endothelial cells, rather than mitosis. Endothelial cell loss, if sufficiently severe, can cause endothelial cell density to fall below the threshold level needed to maintain corneal deturgescence. This threshold endothelial cell density varies considerably amongst individuals, but is typically in the range of 500 - 1000 cells/millimtere². Typically, loss of endothelial cell density is accompanied by increases in cell size variability (polymegathism) and cell shape variation (polymorphism). Corneal edema can also occur as the result of compromised endothelial function due to intraocular inflammation or other causes. Excess hydration of the corneal stroma disrupts the normally uniform periodic spacing of type I collagen fibrils, creating light scatter. In addition, excessive corneal hydration can result in edema of the corneal epithelial layer, which creates irregularity at the optically critical tear film-air interface. Both stromal light scatter and surface epithelial irregularity contribute to degraded optical performance of the cornea and can compromise visual acuity. Leading causes of endothelial failure include inadvertent endothelial trauma from intraocular surgery (such as cataract surgery) and fuchs' dystrophy. Surgical causes of endothelial failure include both acute intraoperative trauma as well as chronic postoperative trauma, such as from a malpositioned intraocular lens or retained nuclear fragment in the anterior chamber. Other risk factors include narrow-angle glaucoma, aging, and iritis. There is no medical treatment that can promote wound healing or regeneration of the corneal endothelium. In early stages of corneal edema, symptoms of blurred vision and episodic ocular pain predominate, due to edema and blistering (bullae) of the corneal epithelium. Partial palliation of these symptoms can sometimes be obtained through the instillation of topical hypertonic saline drops, use of bandage soft contact lenses, and/or application of anterior stromal micropuncture. In cases in which irreversible corneal endothelial failure develops, severe corneal edema ensues, and the only effective remedy is replacement of the diseased corneal endothelium through the surgical approach of corneal transplantation. Consumable fluidics management system evaluation: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. The root cause of the customer's complaint could not be conclusively determined as an cassette was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the patient experienced corneal edema averaging two weeks after cataract surgery. The current status of the patient was unknown. This report pertains to cassette involved in this reported event and this report was one of three reports.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.